Event description:
Report received from the USA stating that the device had an oil leak. The device was not being sued during surgery. It is unk if there were injuries or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).